Event description:
Patient presented with pain and was revised. Revision of duracon knee after 3 years. Osteolysis present. Locking screw had back out of tibial insert. Tibial baseplate had subsided and loosened.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same patient/event as MFR number 9616680-2012-00309.